Event description:
The customer reported that the unit powered up in an unexpected mode.

Manufacturer narrative:
(B)(4). The customer reported that the unit powered up in an unexpected mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.